Event description:
It was reported that intermittent malfunction alarm occurred. A replacement pump was sent to the customer to resolve the issue. There was no adverse impact to the customer¿s blood glucose level.